Event description:
Technical services received a call on (B)(6) 2012. Caller states patient was transferred to (B)(6). Caller states that lead revision/explant was done on monday (B)(6) 2012. Caller states that patient had twiddler's syndrome and it was this that likely dislodged this lv lead. Lead explanted due to twisting and replaced. Dr. (B)(6) did procedure. Lead measurements good at pre-discharge. Lead was implanted (B)(6) 2012. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).